Event description:
It was reported that there were concerns for drop in battery longevity on this pacemaker device. The health care professional (hcp) stated that the battery longevity had dropped from 8 yrs to 6.5 yrs in about 9 months. All lead parameters were stable and within range. This device remains in service. No adverse patient effects were reported.